Event description:
It was reported that a pwd experienced adhesive failure with a cleo 90 infusion set. The housing and cannula became dislodged from the skin while the adhesive patch remained attached, resulting in insulin pooling under the patch and a fingerstick glucose level of 396 mg/dl (cgm reading ¿high¿). The issue was resolved by replacing the infusion set and administering a correction bolus, which returned glucose levels to range. A second event was also reported in which the cannula dislodged overnight, resulting in a cgm reading of 400 mg/dl and the presence of ketones. An initial attempt to apply a new infusion set failed due to adhesive issues; a second set was successfully applied, and a correction bolus was administered. No patient injury or emergency intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for investigation. It was reported that, one applicator and one infusion site was returned. The applicator was in a used retracted state. The cannula was observed to be bent from its original orientation. No other damages or anomalies were observed. The complaint of an adhesive issue can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.